Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 80-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella insertion the impella appeared to be caught under the papillary muscle and the patient was experiencing sustained ectopy. The impella attempted to be pulled back from the left ventricle but jumped across aortic valve (av) and could not be re-advanced across av. The physician removed and rewired the left ventricle however the impella would not advance into position past av. The cannula appeared to prolapse and kink. The impella was removed and a new one placed successfully.

Manufacturer narrative:
The investigation positioning issues and vf/vt/af/at has been completed. The impella device was not returned for evaluation. The cause of the vt/vf was not determined as the necessary clinical information was not provided. The cause of the positioning issues was most likely use related based on clinical. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-06228 b1 adverse event and product problem: d4 model number. D6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact email revised in accordance with updated procedures. G1 reporting contact fax number missing. H6 medical device problem code incorrect. New medical device problem code added.